Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to the patient not following the treatment properly and the caregiver was changed. The peritonitis was manifested by abdominal pain, fever and cloudy fluid. On an unreported date, the patient was hospitalized for the peritonitis event and was treated with intraperitoneal (ip) imipenem injection (1g, once a day, discontinued on an unreported date), ip vancomycin injection (1g, start dose) and ip amikacin injection (100mg, once a day) for peritonitis. Dianeal therapy was ongoing. At the time of this report, vancomycin (1 gm) and amikacin (500 mg) were ongoing. On an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.